Event description:
The doctor deployed the gia stapler without incident. Certified surgical technologist (cst) was unable to release the staple load for replacement. Another different gia stapler was then opened and the defective instrument was removed from the sterile field.